Event description:
Additional details from surgeon: the pt's lens dislocated after a difficult surgery in which the posterior capsular bag was ruptured and an anterior vitrectomy was performed. The lens was related to this event. The lens remains implanted due to a poor visual prognosis.